Event description:
It was reported by the rep that during a gastric band procedure, the band slipped after it was placed. The surgeon had to cut the band and remove it. Another band was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.